Event description:
Ous MDR - after an implantation time of about 1 year, oversensing with inappropriate shock deliveries were detected via home monitoring. No deterioration of the patient¿s state of health was reported.